Event description:
The hospital representative reported an infusion pump with an 813:01 failure code. Information was requested but details were not available regarding patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.